Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited increased pacing impedance measurements of 937 ohms. Additionally, double spikes were observed on the rv electrogram (egm) during a ventricular tachycardia (vt) episode. Boston scientific technical services (ts) discussed potential loss of capture (loc). The patient was noted to have a good intrinsic rhythm. Device outputs were increased and the morphology changed to show biventricular capture. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that an invasive procedure was performed 5 months later. The crt-d and rv lead were explanted and replaced. No additional adverse patient effects were reported.